Event description:
Obtaining a result of 119mg/dl at 4:45 am and taking 30 units of lantus. Within 30-45 minutes customer reports having low blood glucose and could not remember where he was going. He reportedly stopped to eat candy and tested 14mg/dl on the device. He reports feeling better shortly after. Customer also reports that a different day he obtained a result of 130mg/dl, ate lunch and took 2-3 units of novalog. Customer reports feeling low blood glucose symptoms approx 4:00 pm and tested at 40mg/dl on the device. He retested within 4 minutes with a result of 150mg/dl and tested again within 4 more minutes with a result of approx 30mg/dl. No adverse event reported for this incident. No medical treatment sought or received for either incident. No quality controls were used. Requested return of suspect device and replacement was sent.